Event description:
The patient was reportedly experiencing poor performance, sound quality issues, and pain. It was also reported that the patient has experienced swelling and redness at the implant site. Programming adjustments were made; however, this did not resolve the issue. Testing showed that the internal device was functioning. Surgery to explant the patient's device is under consideration.